Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0n5dg, implanted: (B)(6) 2014,product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's managing hcp was pretty much to the point where they were giving up on the device. Now they wanted to go a different route to have someone come check all the leads and maybe do a "double shock" instead of the therapy to get the patient's muscles or nerves to wake up. The reason for the implant was because the patient's bladder collapsed after hernia surgery their muscles didn't respond anymore. The patient wanted to find out if it was possible to find out if their device would be able to work for them. The patient's hcp's office directed them to call the manufacturer. The patient had trouble ever since getting the replacement. The patient could get the stimulation feeling and within 45 minutes it would go away. The patient had had no therapeutic effect and still had to catheterize. Now they would maybe urinate 300 ccs and would catheterize because they still had anywhere from 800 to 1000 ccs. They had done multiple reprogrammings attempts but nothing had worked. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that since implant the patient had tried program 1, 2, and at the time of the report was on 3 at 1.50. She stated that it was not working, she would increase stimulation and feel a shock, but would soon get used to stimulation; this continued with every increase. She was able to void 500 ccs, but had to catheterize ¿about a 1,000 ccs of urine.¿ the patient met with a manufacturer representative (rep) and was advised to go through each program and increase stimulation until she found a program that works. She was to stay on each program for a week and if in a month still did not get relief from her urinary retention, then she was to go back to see the rep and healthcare provider (hcp). They might try a different stimulation pattern of having it on and then off. The patient also mentioned having sleep apnea; her brain shut down and she quit breathing. The hcp thought that because her brain shuts down, that was why she was having urinary issues. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.